Event description:
As reported during reprocessing, crack in the paddle was found. There is no patient involvement associated on this event. Device evaluation found no image due to faulty ccd unit. This report is being reported for no image due to faulty ccd.

Manufacturer narrative:
Device evaluation found the reported customer issue was confirmed. The device upon inspection found crack in the paddle. Found video connector and coupler cracked. Furthermore, no image was found due to faulty ccd unit. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 20-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image did not appear due to the faulty charge-coupled device unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.